Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-sep-08. It was further clarified that the cause of the patient's withdrawal symptoms were due to the solution being improperly mixed with a lower concentration of morphine. The symptoms had reportedly resolved.

Event description:
Information was received from a healthcare provider on (B)(6) 2017 regarding a patient receiving morphine (10mg/ml at 3.6mg/day) and bupivacaine (25mg/ml at 9mg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the patient was in the clinic on (B)(6) 2017 for a routine refill. No changes were made to the dose or concentration, and the same compounding pharmacy was used. On (B)(6) 2017, the patient started not feeling well. The patient was having withdrawal, increased pain, and a metallic taste. It was noted that when the patient requested a bolus he could feel the bupivacaine, but did not have pain relief. It was noted that based on the pump flow rate, the patient would have started to receive the new drug mixture on (B)(6) 2017. The patient's symptoms started to appear once the new solution was being delivered. Pump logs were checked, and no alarms were noted. Pump programming was confirmed to be accurate. It was noted that the patient was likely going to be admitted and given medications to help with his pain and withdrawal. Additional information received on (B)(6) 2017 confirmed that they were planning to give the patient oral morphine, and inquired about putting the pump into a non-therapeutic mode. The caller was given instructions on programming the pump to minimum rate. No further complications were reported or anticipated.

Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8709sc lot# n181897008 (B)(4). Implanted: (B)(6)2009 explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that they are performing a full system content removal and would like assistance with it. They had already aspirated from the catheter access port (cap) about half a cc and now they want to prime the catheter. They had difficulties aspirating any more than the half a cc. The managing hcp said they are okay with moving forward with the full system content removal. They put the patient on minimum rate and now they are going to change it. It was believed that the patient must have gotten a bad batch of drug last week during their refill which is probably the reason for the difficulties aspirating from the cap. There were no reported symptoms and no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.